Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the actuator is in its post t2 deployment position indicating a complete deployment. No ts or suture were returned. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. A review of the device history records and quality records associated with this manufactured lot confirmed all components required for this product build were issued to the work order and that no additional complaints have been reported. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during an anterior cruciate ligament repair, the surgical site was perforator punched. Following the recommended technique the surgeon deployed the t1 without any problem. When he tried to deploy the t2, both the t2 and the suture were missing. There was a backup device, same reference, and he used it to complete the procedure. Due the surgeon using the t1, only the handle is available. It was reported that t1 was supported with the t1 of the back up device. At the end, in the patient knee remained three pks and two sutures. There was no delay in the procedure. The patient was okay post-procedure.